Event description:
Inserted an 18 gauge peripheral IV with good blood return; however, after connecting the tubing for the saline lock, there continued to be a large amount of blood flowing out of the catheter hub. Removed the peripheral IV entirely and after flushing with saline, observed that the fluid was leaking around where the green hub attaches to the plastic catheter.